Manufacturer narrative:
Device return: one (1) used 011-h1242 pharmacy clave connection set; mated/attached to spinning spiros connector and fresenius 100ml kabi bottle. Engineering testing and analysis: visual inspection and analysis (pre and post decontamination) was performed. The initial results recorded no leakages observed during decontamination flushing. The returned 011-h1242 was hydrostatically pressure leak tested 15psi. The results recorded a slow channel leak at the distal bond between the tubing and the y-clave location. Further assessment of the bonded location determined the leakage was attributable to insufficient solvent application the involved mfg. And quality management/personnel were informed of the complaint investigation findings. The applicable procedures and methods were reviewed to determine whether additional instructions, methods and techniques could be identified and implemented to reduce the likelihood of this type of non-conformance. Although none were identified, ICU medical management's discussions with all involved personnel emphasized the importance of thoroughly following procedural instructions. Findings: engineering analysis of the returned used 011-h1242 pharmacy clave connection set confirmed the reported leakage issue. The root cause(s) were attributable to the manual solvent bonding operation/humane error. Manufacturing and complaint database record analysis for this list#/configuration show this to be a isolated occurrence. ICU medical will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of 011-h1242 pharmacy clave connection set . The initial information (as translated) reports ".. Leak of small entity of solution containing epirubicin from the first centimeter of the device (immediately after the spike) with contamination of operator hand and of 2 solution drops has fallen on the ground". There were no reported operator injuries and or adverse outcomes. Device set-up was returned.